Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a fading display issue with her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter's display began fading earlier in 2016. She claimed that in bright sunlight, the meter's screen is dim and she cannot read it. The patient manages her diabetes with insulin pump therapy. It is unclear what action, if any, she took when this occurred. She claimed that on a number of occasions on dates and times unknown, she developed "sugar highs" due to the issue with symptoms of "headache" and feeling "lethargic". She reported that when this occurred, she ate less food. She denied receiving any other treatment for her symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The patient reported that she had a backup meter. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged fading display issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The meter has been returned and evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.